Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported a blank display. There was no report of patient involvement.